Manufacturer narrative:
(B)(4). B5: describe event or problem - correction is required for g3 on initial MDR submission and h6. G3: date received by manufacturer - correct date received by mfg for initial MDR submission - correct date should be 03/26/2024. G3: date received by manufacturer - additional information for supplemental MDR. G6: type of report - follow-up. H2: type of follow up - correction. H6: health effect - impact code - correction. H6: health effect - clinical code - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire missing occurred. The sensor was inserted into the arm on 3/24/2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.